Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. One mo postoperatively, secondary surgical intervention was performed in order to exchange the lens because the pt did not have clear vision. After the lens was exchanged for another crystalens, the pt's bcva is now 20/20. It is unk what the pt's bcva was prior to the lens exchange. This MDR is being filed based on lack of info regarding the cause of the event.